Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, missing address and serial number label and a missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was unk. The customer stated she had received a lot battery although she had a new battery prior to the button error alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info is provided.